Event description:
It was reported that this right ventricular (rv) lead exhibited low impedance measurements and an increase in it capture threshold measurements. Subsequently, it was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.